Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.

Event description:
Healthcare professional reported a left side deflation and capsular contracture, baker grade iii. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: a crack opening, white particles and delamination in the diaphragm valve. Leak test was performed and found an opening on the anterior side and a crack opening on the diaphragm valve. A microscopic analysis was performed which identified a crack opening, delamination and a break in the fill channel. Based on the device analysis the final assessment is: delamination of the diaphragm valve assessed as adhesive failure, and a crack opening on the diaphragm valve due to a cracked valve seat diaphragm valve.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is deflation.

Event description:
Healthcare professional reported capsular contracture, baker grade iii. Device has been explanted.